Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 9273237. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag needle hub separated on 20 occasions before use. The following information was provided by the initial reporter: material no:324909 batch no: unknown (reported 9273237). It was reported that when removing shield, the needle hub separated and the shields are difficult to remove.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag needle hub separated on 20 occasions before use. The following information was provided by the initial reporter: material no:324909 batch no: unknown (reported 9273237). It was reported that when removing shield, the needle hub separated and the shields are difficult to remove.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-09-17. H.6. Investigation summary. Customer returned two (2) loose 0.3ml bd insulin syringes. Consumer stated when removing shield, needle hub separated; shields are difficult to remove. Both returned syringes were examined, and it was observed that both syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to either barrel tip was observed. Unable to perform a DHR review for needle hub separates and shield does not detach as intended due to unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA 1630423 has been opened to address this issue.".